Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose event. The customer passed out from hypoglycemia; her blood glucose was 28 mg/dl. The customer's family attempted to give her two glasses of orange juice and a glass of sugar water; however, she was unable to swallow the fluid. Emergency medical services arrived on scene and treated her. The customer still did not wake up. The customer was admitted into the hospital overnight. When she woke up, her blood glucose was 44 mg/dl or 54 mg/dl. The customer also mentioned a prior low blood glucose incident in which her blood glucose was 41 mg/dl. She treated with a candy bar and other food. During troubleshooting, no insulin pump anomalies were noted. However, it was confirmed that her infusion set lots were a part of the product recall. The customer believed that a faulty infusion set led to her hospitalization. The insulin pump was not returned for analysis.